Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a nurse had primed an unspecified infusion and paused this device for possible use at a later time. While transporting this patient from the operating room to the ICU the nurse noticed the infusion was running. Although requested additional event and patient information is not available; there was no patient harm.